Event description:
A confirmed motor stall was noted in event logs with no motor stall recovery recorded. A motor stall occurred on (B) (6) 2010 at 14:51 and recovered (B) (6) 2010 at 02:02. Motor stalled again on (B) (6) 2010 at 03:06 and did not recover. The pump was updated and no recovery was noted. The pump was replaced and the pt has recovered without sequelae. Compounded baclofen and dilaudid were infusing at these rates: dilaudid 20 mg/ml, 88.664 mg/day; baclofen 100 mg/ml, 143.32 mg/day.

Manufacturer narrative:
(B) (4)